Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient contact identified a fluid leak coincident with peritoneal dialysis therapy. The peritoneal dialysis patient contact reported that they observed the fluid leaking inside the cassette door area while removing the supplies due to experiencing an air detected in cassette alarm. The cause of the leak was unknown. The technical support representative advised the patient¿s nurse to discontinue use of the cycler. Follow up with the patient confirmed no complications were experienced as a result of the alleged event. The patient notified the clinic and was not prescribed any prophylactic antibiotics. The patient is trained to perform continuous ambulatory peritoneal dialysis. The patient discarded the cassette.

Manufacturer narrative:
The complaint sample is not available and the lot number of product involved is unknown. Therefore a search was performed of the lots delivered to the patient, with a time frame of three months before of the event date from (B)(6) 2018 thru (B)(6) 2018 resulting in 3 lots; 1 with code number: (B)(4) and 2 with code number (B)(4). According to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. The device history records of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.